Event description:
It was reported that during a right transcarotid artery revascularization (tcar) procedure, the 0.014" enroute guidewire prolapsed during advancement and caused a dissection. A third party angled catheter was used to advance the enroute guidewire to complete the procedure. Two unplanned additional stents were placed to cover the dissection. There were no further complications reported.